Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was hospitalized for increased pump parameters with an international normalized ratio (inr) of 4.0. Pump thrombus was suspected and device was exchanged, it is unknown if thrombus was verified at the time of exchange, site will dispose of pump. No further information provided at this time.

Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, the patient underwent a pump exchange for suspected pump thrombus. Muscle pannus was found obstructing inflow along with a small bearing thrombus during the pump exchange. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Update to description of event: a report was received stating patient had a previous device hm2 in 2009 with two exchanges due to infection and thrombus. While on hm2 device patient also had a hemorrhagic cerebrovascular accident (hcva) and small bowel obstruction. Patient had a heart transplant (B)(6) 2016 with primary graft failure. On (B)(6) 2017 patient was implanted with device. (B)(6) 2017 patient had a right below knee amputation (bka) left trans metatarsal. (B)(6) 2017 presented with sepsis/aspiration pneumonia. Beginning of (B)(6) patient had a transient ischemic attack (tia), computed tomography was negative,  increased pump parameters with an international normalized ratio (inr) of 4.0. Device thrombus was suspected and device was exchanged. Muscle pannus was found obstructing inflow and a small bearing thrombus. Site will dispose of pump. Patient is still in the intensive care unit (ICU) recovering, no discharge date planned at this time. No further information provided at this time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.